Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the clinical study patient experienced lead migration and underwent a revision procedure. One spinal cord stimulator (scs) lead was explanted and two leads were implanted. Additionally, the scs implantable pulse generator (ipg) was revised.

Event description:
It was reported that the clinical study ((B)(6)) patient experienced lead migration and underwent a revision procedure. One spinal cord stimulator (scs) lead was explanted and two new scs leads were implanted. Additionally, the scs implantable pulse generator (ipg) was revised. Boston scientific has been unable to obtain additional information regarding the implant date and current location of the explanted device, despite good faith efforts.